Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company comment dated: this case concerns a patient who had multiple surgeries after receiving seprafilm in an off label manner. Although the causal relationship between the event and the product is assesses as possible more information regarding patient's underlying condition for which seprafilm was used, the detail of the reaction that the patient experienced is required to make the complete case assessment.

Event description:
This device case from united states was received on (B)(6) 2014 from a physician. This case concerns a female patient (age not provided) who had multiple surgeries and developed reaction/allergic reaction after placement of seprafilm in off label form in robotic surgery. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the sheet of seprafilm was placed (number of sheets, lot/batch number, expiration date; anatomical location, route, dosage regimen and indication: not provided). It was reported that the seprafilm was used in an off-label form in robotic surgery. On unknown dates, the patient had a reaction and required multiple surgeries after the initial surgery where seprafilm was used. The reaction was thought to be an allergic reaction. It was also reported that the physician is currently in a lawsuit with the patient. Corrective treatment: not reported. Outcome: unknown for the events of multiple surgeries and reaction/allergic reaction. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: important medical event (ime) for the event of multiple surgeries. No further information was provided.